Event description:
The patient called lfs and alleged the one touch ultra meter was reading inaccurately erratic. The readings were 400 mg/dl, 250mg/dl, and 300mg/dl taken within 10 minutes. (Does not meet lifescan criteria for precision) no medical attention was received, no action taken by the patient following use of the meter. The customer care representative performed troubleshooting; twice the control solution test was not within range. Based on the information obtained, there indication the product malfunctioned. The test strips were replaced and return expected.